Event description:
It was reported that this right atrial (ra) lead was explanted approximately ten and a half years after implant. No allegations against the product at this time. This lead was replaced with a new ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found noted cuts and melt marks in insulation which is likely attributed to explant damage. The insulation and helix/tip area were found to be stretched which is also likely due to explant. Laboratory testing was unable to reproduce the any possible clinical observations that were observed but not reported to boston scientific and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to any possible clinical observations that were observed but not reported to boston scientific.

Event description:
It was reported that this right atrial (ra) lead was explanted approximately ten and a half years after implant. No allegations against the product at this time. This lead was replaced with a new ra lead. No additional adverse patient effects were reported.